Event description:
In 2005 the lay user/reporter contacted lifescan (lfs) alleging the one touch ii meter was powering off during use. The medical affairs specialist contacted the reporter to obtain and verify information. The reporter stated that in 2005 she attempted to test the patient's, blood glucose levels, at the suggestion of the visiting home health nurse present at the time. The reported meter would turn off during the test, and she was unable to get a blood glucose result. The reporter stated the patient had not been doing well over the weekend, and then in a morning of event day he was experiencing symptoms of being 'out of it,' glassy eyes and vomiting. The patient would not eat, was given juice, which he then vomited. The visiting nurse contacted the physician, who recommened bringing the patient to the hospital. The patient's blood glucose level was tested at the hospital, result unknown by the reporter, and was given insulin. The patient was admitted to the hospital. The patient takes lantus insulin 8 units at bedtime each evening. The physician has not adjusted this medication regimen. The patient has been bedridden for three years, does not speak, and has bowel obstructions. The customer care advocate determined during there troubleshooting call that the reported meter's battery was less than one year old, and was replaced during the call but the power problem persisted. The meter, test strips and control solution were replaced. This incident is being reported due to the unresolved power problem with the reported meter, the patient was experiencing hyperglycemic symptoms, and required hospitalization and treatment with insulin.